Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer stated that the battery cap and compartment look normal. Customer had cleaned contacts and inserted new batteries that were stored at room temperature. Customer stated that the failed battery test had repeated at least 10 times. Customer mentioned that the buttons have been unresponsive, and there has been a decreased battery life on the pump lately. Customer was advised to discontinue use of the pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump down arrow button did not respond due to flattened button dome switch. Unable to verify fail battery test alarm due to no button response. Unit received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.